Event description:
Additional information: it was reported that the patient has an oversewn aortic valve (at the time of implant) and felt like they were going to pass out during the pump speed drops.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed during the evaluation of the returned percutaneous lead (lead) segment. Approximately 22.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned. Examination of the lead found breakdown of the braided shield along the connector bend relief. Electrical continuity testing confirmed a short between the brown wire and shield. Visual inspection of the wires found a breach in the brown wire insulation approximately 0.75" from the connector. Examination of the adjacent wires found three small breaches in the yellow and green wires and single breach in the orange wire. If any of the exposed conductors contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed events and pump stoppages observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 years and 7 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that on (B)(6) 2017, it was reported that pump stoppage events occurred, and that driveline compromise was suspected. It was observed that most of the driveline covered with tape, and that a prior clamshell repair had been performed. The patient was asymptomatic. X-rays revealed driveline shield separation at the distal end bend relief area. On (B)(6) 2017, the driveline was evaluated by the manufacturer¿s technical services representative, and a distal end percutaneous lead (driveline) replacement was performed. No additional information was reported.